Event description:
It was reported that during a colonoscopy diagnostic procedure, the colonovideoscope exhibited scope error message e315. The procedure was completed using a competitor device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. According to the investigation, the customer failure "error message e315 was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, scope communication error occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.